Manufacturer narrative:
Name and address, corrected data: initial report inadvertently listed wrong fax number.

Event description:
The patient's death certificate was received by the manufacturer. The patient died of a fracture to the cervical spine due to a fall in context of a seizure disorder. There was no indication the accident was related to vns. Follow up with the patient's treating neurologist showed the last available vns settings from their office. Review of in-house programming history data at the time of this report showed more recent settings available from 07/31/2014. No additional pertinent information has been received to date.

Event description:
It was reported that the patient had passed away. An online search for a patient obituary revealed the patient's date of death and that the patient was in the hospital prior to her death. Follow up attempts with the servicing funeral home showed that an autopsy was not performed and there was no indication the patient's vns system was removed prior to cremation. Attempts for additional pertinent information have been unsuccessful to date.